Event description:
It was reported that during a starr procedure, the surgeon experienced problems with closing the device and in firing it. In addition, there was difficulty removing the device. When the device was removed, it had not stapled. The case was completed with sutures. Bleeding occurred, but the pt did not require blood products. The pt was discharged home. Three days after the pt was discharged, the pt's hemoglobin dropped by 2 points and was readmitted. The pt underwent a second surgery ten days after event day and was sutured by hand. In addition, the pt was transfused. The pt has recovered and was discharged home eleven days later.